Event description:
It was reported that the ilet pump¿s screen was cracked upon the user¿s return home, rendering the display inaccessible and the pump unusable for insulin delivery and meal announcements. Symptoms included no reported adverse clinical effects. Outcomes included transition to backup therapy using the dexcom app and multiple daily injections. Investigation included user counseling on device shutdown and data syncing to the mobile app, verification of shipping details for device exchange logistics, and instructions for timely return. Investigation of this case revealed physical damage to the display assembly, consistent with a cracked or delaminated screen that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.